Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 322 mg/dl at the time of the incident. The customer stated the pump alarmed after inserting new batteries. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform operating current test or verify low battery or battery out limit. The insulin pump had minor scratches on lcd window, cracked case at display window corners, broken battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.